Event description:
It was reported that the patient faced infusion set leaks on (B)(6) 2026.

Manufacturer narrative:
E1:patient city: (B)(6)patient country: canada.name- medtronic minimedstreet-18000 devonshire streetcity- northridge state- ca zip code- 91325. Based on the available information, this event is deemed to be a reportable malfunctionto date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545.